Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/12/2014 with the following findings: visual inspection of the pump found no cosmetic damages. The pump powered up to a dim and discolored display with auditory and vibratory features. All the buttons responded properly. No other defects were found.

Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored. This report is made based on results of investigation completed on (B)(6) 2014.